Event description:
It was reported, via patient¿s son or spanish interpreter, that the patient¿s implantable neurostimulator (ins) automatically turned on to the highest setting, an overstimulation sensation occurred and the patient could not stop it or turn it off. At another time the patient had put the control on 1 or 4, did something and then couldn¿t breathe. It took the patient¿s breath away for about five minutes. With the first incidence, family members were eventually able to turn stimulation off so the patient could rest. The patient could not tell the whole story because they were in pain; it was unknown if there were any falls or trauma. It was noted that the patient takes many medications and has ongoing health issues. The stimulator was on and it seemed to be low and that was something that hadn¿t happened before. In addition, the patient reports that they need a new patient programmer (pp). They had three remotes and they could not get one to work and no one else knew how to operate them. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted:(B)(6) 2013, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted:(B)(6) 2013, product type: lead. (B)(4).